Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad® pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that hvad® pump met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have cause or contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" that correlate with the reported event. This was followed by "low flow" alarms, suggesting that the pump was occluded. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Independent pathological analysis confirmed that materials within the device were grossly and histologically consistent with fibrin thrombi. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.

Event description:
Approximately nine months post implantation, the patient presented to the emergency room and was found to have an elevated lactose dehydrogenase (ldh) level and decreased urine output with hematuria. Log file analysis revealed several high watt alarms and increased flows. The patient's international normalized ratio (inr) was 2.7 on admission. The patient was treated with a peripheral dose of tissue plasminogen activator (tpa), and an integrilin infusion. Repeat log file analysis showed the watts and flow subsequently returned to baseline. Later that same day, repeat log file analysis revealed a "sharp decrease in watts and flow" that continued for approximately four days. The patient was maintained on integrilin and heparin infusions with a reported decrease in ldh levels, improved urine output and resolving hematuria. On admission day five, the site reported that the patient's ldh was again increasing and his urine output was on the decline with returning hematuria. The patient was receiving heparin and was also placed on a dobutamine infusion for ventricular support. The site reported the patient had also developed a fever of unknown origin. The patient was listed as status 1a for a heart transplant, however, no heart had become available and the patient's condition continued to decline. The patient was taken for an lvad pump exchange on (B)(6) 2014 and also received an rvad for worsening heart failure with continued inotropic support with dobutamine. Upon explantation of the lvad, the surgeon noted the presence of thrombus in the pump which was also confirmed by post explant analysis conducted as part of the investigation. The patient remains hospitalized but is said to be improving. The rvad was removed and he no longer requires hemodialysis. He is expected to be discharged home sometime next week. Additional information regarding the patient developing a fever during this hospitalization has been requested. To date, no further information has been provided.